Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) has a bad battery and is not holding charge.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed and stated battery test failure at 40 minutes. To resolve issue fse had done battery replacement. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) has a bad battery and is not holding charge. There was no patient involvement.